Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step of the load process. The customer continued to use the pump supplies. There was no adverse impact to the customer¿s blood glucose level.